Event description:
It was reported that the customer was hospitalized due to high blood glucose of 982mg/dl. It was stated that the customer also had metabolic acidosis and dehydration. It was stated that the events leading to his admission was vomiting and leg cramps. It was stated that the customer was experiencing unexplained high glucose for the past couple of weeks. Troubleshooting was performed. The customer's most recent glucose reading was 200mg/dl, and he has treated with the insulin pump. The time and date on the insulin pump were correct. Reviewed the programming and the alarm history revealed no delivery and low battery alarms. Ran a fixed prime and high pressure test and the tests passed. The wife requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.